Event description:
On (B)(6) 2012, a pt underwent a percutaneous left nephrostomy. During the procedure, the tip of the cope stainless steel mandril wire guide broke and a segment retained in the upper pole of the left kidney. The pt was taken the next day for open procedure to retrieve a stone and the broken piece. They were unable to visualize the broken piece. The physician felt it had lodged in the tissue and would not travel and therefore; not cause any harm to the pt. The pt was made aware of this broken fragment and the event. There are no adverse effects to the pt due to this event.

Manufacturer narrative:
No consequence to the pt reported. Separates is not specifically addressed in the caution label attached to the device. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the mfg process and again prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints we have found possible caused to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case the event description does not offer any clues except that the "physician felt it had lodged in the tissue." This might be evidence of pt anatomy. The root cause is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.